Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent incisional incarcerated hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that patient underwent removal of mesh on (B)(6) 2017 due to pain, mesh irritation and bulge. It was reported that following insertion the patient experienced fever nausea and bowel changes. No additional information was provided.